Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit indicated by the serial number provided by the customer were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement adc device. The customer had initially reported receiving a sensor error message while wearing the sensor and a replacement device was ordered. The customer called back to report that the replacement was not received and was unable to monitor their blood glucose. The customer became hypoglycemic with confusion and their spouse provided sugar and cocoa for treatment. No treatment details were provided. There was no report of death or permanent injury associated with this event.